Event description:
A female with a history of renal insufficiency, coronary artery disease (cad) and prior carotid endarterectomy and stenting was enrolled in the registry. At the time of the index procedure, angiography revealed 77% stenosis in the ostium of her right internal carotid artery. The lesion was a restenosis of a previous endarterectomy and was 2.7mm in length. The reference vessel was 4.8mm in diameter. An angioguard rx with a 6mm basket was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 40mm precise rx was implanted at the target lesion and the angioguard device was successfully retrieved with no debris noted in the basket. The patient left the angiography suite without neurological deficit. The following day, her ck-mb was 5.2 (uln 3.1), but her ck was within normal limits. Her nih stroke score was 0, but her rankin score was 1. There were no adverse events reported. Her rankin score was 0 at the 30-day follow-up visit. As reported by a family member, the patient experienced a stroke and expired several months later. The death occurred seven months after the index procedure. No additional information, including the cause of death, was provided.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.